Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 9 months after the dental implant was installed in intraoral region #5 it was verified its nonosseointegration. Forty five ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii. The dentist informed that biomechanical overload occurred.